Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(4) 2015, the cardiologist discovered that the device reset occurred on (B)(6) 2015 (note that a carotid surgery was performed on (B)(6) 2015). The patient had a cardiopulmonary arrest on (B)(6) 2015 and according to the resuscitator the defibrillation shocks were delivered.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2015, the cardiologist discovered that the device reset occurred on (B)(6) 2015 (note that a carotid surgery was performed on (B)(6) 2015). The patient had a cardiopulmonary arrest on (B)(6) 2015 and according to according to the resuscitator the defibrillation shocks were delivered.